Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. X-ray revealed lead dislodgement. The lead was explanted and replaced during device upgrade procedure. The patient's condition was good before and post procedure.